Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, near the end when they noticed the scissors of the hp2 were not cutting correctly. They didn't meet together at the tips. He was able to finish the case with the instrument.

Manufacturer narrative:
Trackwise ID: (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, b-5,d-10, g-4, g-7, h-2, h-10.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, near the end when they noticed the scissors of the hp2 were not cutting correctly. They didn't meet together at the tips. No resistance was noted while inserting the harvesting tool into the cannula. They were able to finish the case with the instrument. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/20/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The black shaft closest to the base of the jaws was observed to be peeled away from the tip of the black shaft, with no detachment observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method (B)(4) rev aa. The device did activate but did not transected tissue five (5) times. It made indents on the bacon, but there were no cuts observed. Steam was observed coming out of the peeled shaft. Based on the results of the evaluation, the complaint for the reported failure "failure to cut¿ was confirmed as well as for the analyzed failure "peeled; shaft". A lot history record review was completed for lots 25161658, 25162044 and 25162158 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.